Event description:
It was reported that the implantable cardiac monitor (icm) eroded through the patient's skin and eventually migrated out of the body. Additionally, the patient developed an infection. The patient stated that area over the device was red for about 1 week. During the patient's clinic visit the wound was completely healed and free of infection. The icm was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.